Manufacturer narrative:
Case with patient identifier (B)(6) is related to patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 462 mg/dl using his guide meter and 104 mg/dl using his daughter's aviva meter.